Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, the patient reported a life-threatening experience allegedly related to cgm device performance. While the patient described the device as ¿life-threatening,¿ his statements regarding its accuracy were inconsistent. After returning home from work and approaching his porch, the patient collapsed. Emergency medical services (ems) were contacted, though the reporting party remains unknown. The patient was transported to the emergency room at approximately 5:30 pm. At the time of the incident, the sensor status was unknown. The patient was wearing a medtronic insulin pump, which was not integrated with the cgm device. Upon arrival at the ER, the patient was treated with an intravenous insulin drip. No cgm values or blood glucose meter readings were documented. The insulin pump was disconnected during treatment. The patient was discharged home around 10:00 pm the same evening. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.